Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 150 bd insulin syringe with bd ultra-fine¿ needle experienced the first zero scale of the syringe is low. The following information was provided by the initial reporter, translated from korean to english the customer stated that the first (zero) scale of the syringe is lower than it should be and the syringe scale is tilted, not horizontal.

Event description:
It was reported that 150 bd insulin syringe with bd ultra-fine¿ needle experienced the first zero scale of the syringe is low. The following information was provided by the initial reporter, translated from korean to english the customer stated that the first (zero) scale of the syringe is lower than it should be and the syringe scale is tilted, not horizontal.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.